Event description:
Adverse event: eczema. On 2010-(B)(6)- a (B)(6) male pt received artz dispo injection bilaterally for periarthritis scapulohumeralis on 9 am. Two to three minutes after the injection, rash occured on the whole body. He received orgadrone and stronger neo-minophagen c, and went back home. On 2010-(B)(6)- the rash on arms improved. He received orgadrone, stronger neo-minophagen c, and allelock. On 2010-(B)(6)- he was referred to a dermatologist. On unk - he was seen by the dermatologist and transferred to a (B)(6) hosp. He was admitted to the hosp. On 2010-(B)(6)- the rash was seen on the back. On 2010-(B)(6)- he was still in the hosp. Skin prick test is planned on (B)(6). The injection physician definitely relates the pt's reaction to the artz dispo because the event occurred right after the injection.

Manufacturer narrative:
We are now investigating this case.